Event description:
On 8/21/06, nellcor received a report where it was claimed that "the white plastic attachment for the cap was down at the back of the mouth". The caller reported that attempts were made to remove the plastic piece; however, the pt was sedated and could not open his mouth wide enough. The caller reported that the "plastic piece" eventually moved to the front of the mouth and was cut off. The caller reported that the tube was not replaced. Nellcor is attempting to gather further info related to this report.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report is not available for investigation.